Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with injections of vancomycin (2g, frequency and route not reported). At the time of this report, it was unknown if the patient was recovering from the event. Action taken with dianeal therapy was unknown. Additional information is not available.

Manufacturer narrative:
(B)(4). Additional information received that the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.